Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified proximal of the left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, a leak of the contrast medium was noticed and the balloon ruptured. The device was removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.